Event description:
It was reported that the customer had high blood glucose levels of 153 mg/dl. It was reported that the customer received a displayable history crc check failed on startup error on the insulin pump. The aforementioned error was received several times by the customer. The alarm history of the insulin pump was checked and the errors were verified from the insulin pump. The customer was advised that the insulin pump would need to be replaced. No additional information was provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. (B)(4).

Manufacturer narrative:
Insulin pump passed the self test, however an alarm was found in the alarm history file due to corrupted history file. Insulin pump received with cracked reservoir tube lip, cracked battery tube threads, cracked case at the display window corners, minor scratches on lcd window, scratched reservoir tube window and scratched case.